Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the doctor indicates she was using the premium extractor to remove staples on a pt. The handle twisted and tore the staple out causing bleeding and maceration in the wound. It damaged the skin edge on a fragile pt. Also, after the first staple, the handle bends and then it is not usable again, so you have to open up another package for each staple. No information regarding the pt available. No tissue loss or tissue damage or blood loss. No delay due to the problem. The device is not being returned, it was discarded by the customer.